Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was battery depletion. The icon indicated the implantable neurostimulator (ins) was near depletion. Since implant in 2013, the implant site felt warm to the touch and would heat intermittently. The previous saturday prior to report, the patient had leaned over to their right side and felt a quick poking jolt. The implant felt warm. The patient had scheduled an appointment with their doctor for (B)(6) 2015. Diagnostic testing or troubleshooting would be performed in the future. The patient status at the time of report was alive with no injury. There was less than 50% therapy relief at the device pocket. It was recommended that the patient turn off stimulation. There was heat at the pocket site intermittently and an icon with "call clinician" symbol and warning triangle icon. There were impedances that read >4,000 ohms on all of the bipolar pairs except 0<(>&<)>3 which was at 89 ohms. The patient saw an end of service (eos) message on the patient programmer (pp). It was unknown when the eos message was first seen.

Event description:
Additional information received from a manufacturer representative reported that the patient¿s implantable neurostimulator (ins) was removed and replaced. An x-ray was done prior to replacement and the lead appeared intact and in place. The lead electrodes were looked at, deemed intact, and the results of an impedance test were all normal between 50-4000 ohms.

Event description:
Additional information received from the manufacturer representative (rep) on 2015-06-24 reported that the patient reported to them that she felt heat at the site of the implant. The patient compared it to the sensation of having a warm laptop on the device. She was seeing a warning icon on the patient programmer that showed "call your doctor." The patient believed that this might mean implantable neurostimulator (ins) battery depletion, even though they were still getting therapeutic relief. The patient was not able to increase or decrease the therapy. This was occurring intermittently. This was not related to positional movements. One time, the patient bent over and was "jolted" by the device.

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) had been burning off and on, and she experienced the burning sensation at the ins location since implant in 2013. The burning didn¿t last long. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed no significant anomaly. The ins battery was at normal end of life with no telemetry and no output. Result and conclusion: no longer apply to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v517681, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.